Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was received for analysis and an evaluation was completed to investigate the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the device was performed with no abnormalities noted. Clamp function testing, clear passage testing, and leak testing were performed on the device with no issues noted. Furthermore, the device successfully ran on a homechoice machine. Upon conclusion of the investigation, the reported leak could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak from the patient line of their cassette during peritoneal dialysis therapy. There was nothing identified that could have caused or contributed to the leak. The patient ended therapy and started over with new supplies. There was no patient injury or medical intervention associated with the reported event. No additional information is available at this time.